Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked from the bottom of the canister after refilling/reusing the cartridge and the insulin gauge was inaccurate. In addition, it was reported that a minimum fill notification occurred after refilling a cartridge with 300 units of insulin. The customer's blood glucose level ranged from 200-500 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.